Manufacturer narrative:
It was later reported that the rate/sense portion of this lead was surgically abandoned. A new lead was implanted for this purpose. The device was electively explanted as the patient was upgraded.

Manufacturer narrative:
All available information indicates that the lead and device remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The lead was later explanted unrelated to these previously reported issues and returned for analysis. Upon return to boston scientific's quality assurance laboratory the returned lead underwent detailed analysis. Visual observations noted two lead segments were returned, a terminal end segment and a tip segment. The lead was severed 131 mm from the terminal pin. Insulation was missing from the tip segment from 131-318 mm and all the filars appeared cut. Set screw marks were noted on all terminals. The proximal spring was stretched near the distal end and tissue was noted in this area. The gore was bunched in a few places and laser damage was also noted on the surface of the insulation of the tip segment. The rs- conductor coil was extremely stretched in the tip segment of the lead due to the extracting stylet which remained in the lead. The tip was pulled inside of the tined neck insulation and the lead body was curled near the tip. It had appeared that the lead had been pulled with force and let go. Lastly, blood/body fluid was also noted in the lumens. An x-ray was performed on the length of the lead and no issues were noted. Electrical resistance and conductive tests were performed and the lead segments had passed. In conclusion, the field allegations could not be confirmed by analysis of the lead segments returned.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and rate/sense lead had oversensed which resulted in an unknown duration of pacing inhibition in a device-dependant patient. Noise and inhibition were reproduced with the patient deep breathing. No adverse patient effects were reported. The physician had scheduled the patient for a lead revision.